Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient was hospitalized on (B)(6) 2018 with what the hcp believed was acute baclofen withdrawal. It was also reported the pump was alarming. The hcp did not have a programmer and had limited knowledge of the intrathecal baclofen drug infusion system. The hcp stated the patient had just moved from another state and had not been established with a pump doctor. The hcp was redirected to the national answering service to have a local company representative paged. Information was sent to the hcp regarding lioresal withdrawal and overdose procedures. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that patient was receiving lioresal (2000 mcg/ml at 999mg/day) via an implantable infusion pump. It was reported that the pump was interrogated and the alarm and found that the low reservoir alarm was activated and the pump only had 1ml of drug. The patient was a no show to their pump refill appointment. It was noted that the patient had not established a pump managing physician after being discharged from their previous hcp for unknown reasons. It was reported that the patient's pump was refilled and the low reservoir date was scheduled for (B)(6) 2018. The issue was reported as unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the missed refill occurred sometime prior to (B)(6) 2018. The low reservoir alarm occurred approximately (B)(6) 2018. The empty reservoir alarm was also reached. It was indicated there was 1.1 ml left in the pump per the programming, however, the actual reservoir volume at the refill was unknown. There were no other factors that may have caused or contributed to the withdrawal. The patient had experienced increased muscle spasms and itching. The issue had been resolved.